Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 85% stenosed mid circumflex. The 3.0x15 mm xience prime stent delivery system (sds) was unable to cross the lesion even through several attempts were made to cross and force applied. The proximal shaft of the sds became kinked. Resistance was also felt during retraction of the device. A new 3.0x15 mm xience prime was selected and the procedure was continued successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.